Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr), heart failure, and a prolapsed posterior leaflet for a mitraclip procedure. Two mitraclips were implanted. The final mr was grade 1-2. No adverse patient effects were identified. On an estimated date, (B)(6) 2024, less than 30 days post-procedure, the patient returned with shortness of breath. An echocardiogram showed mr was recurrent at grade 3 and the clip was stable on both leaflets. Per the physician, due to disease progression of heart failure, the mr as recurrent. It was reported that on (B)(6) 2025, the patient presented with grade 3 functional mitral regurgitation (mr) and grade 3 tricuspid regurgitation (tr) for a combined mitraclip and triclip procedure. A triclip steerable guide catheter (tsgc) was used off-label to deliver a mitraclip to the mitral valve. There were no reported difficulties with implantation of mitraclips or triclips. The final mr was grade 1 and the final tr was grade <1. There were no significant delays reported or adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed and per the physician, the reported heart failure and mitral valve insufficiency/regurgitation resulting in dyspnea were due to disease progression (patient conditions). Mitral regurgitation, dyspnea and heart failure are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.